Event description:
I started experiencing an increase in health problems from gi issues, autoimmune symptoms, thyroid issues, joint pain, neuropathy, numbness, eye twitching, migraines, brain fog, back nerve pain. I spent thousands on tests and saw several specialists. My drs are now thinking my body is having an inflammatory response (elevated ana levels) to my breast implants. However, because I don't have a rupture, insurance will not help, so I cannot afford to have them removed. FDA safety report ID# (B)(4).